Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein side. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and balloon pinhole was noticed. The procedure was completed with another of same device. There were no patient complications nor injuries reported.